Event description:
The valve was explanted due to paravalvular leak causing hemolysis and with a sjm 29mj-501. According to the info rec'd, the cultures were negative and "did not show any reason for the dehisced valve"; however, the surgeon suspects this may have been a result of implant technique. There was no evidence of endocarditis, thrombus, vegetation or pannus at explant.